Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') and device breakage ('caller stated I have a patient and she had the essure removed, but the coil is still there') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a laboratory technician and describes the occurrence of medical device removal ('medical device removal') and device breakage ('caller stated I have a patient and she had the essure removed, but the coil is still there') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the laboratory technician is not possible. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of product technical complaint. On 1-jul-2019: reporter refused to provide additional information. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.